Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with unspecified antibiotics (medication, dosage, frequency, duration, and route unknown) for the peritonitis event. Ten days after the hospitalization started, the patient was discharged from the hospital. The patient was recovered from the peritonitis event. Dianeal therapy was ongoing. Additional information was requested but is not available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h14a31064 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.